Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure on a male pt performed on (B)(6) 2009. According to the complainant, after removing a polyp, the doctor wanted to use a clip. The oversheath grip broke away from the sheath; therefore, it was not possible to move the clip in or out. The procedure was performed using another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block f10: these codes were selected by the manufacturer based on information obtained from the user facility. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).